Event description:
It was reported by a hospital representative that when the device was used in an unknown procedure, it did not fire. Another device was opened to complete the case. There was no consequence to the patient.